Manufacturer narrative:
The reported event that the communication port covers were missing was confirmed through the visual inspection. It was observed that the led lens was broken off. Any physical impact to the navigated instrument, such as with a mallet or a similar tool will cause product damage or operational failure due to battery movement.

Event description:
It was reported that the ir filters were missing from the device at the user facility. As the event was not associated with a surgical procedure, no medical intervention, delays, patient involvement, or adverse consequences were reported.

Event description:
It was reported that the ir filters were missing from the device at the user facility. As the event was not associated with a surgical procedure, no medical intervention, delays, patient involvement, or adverse consequences were reported.